Event description:
Hill-rom received a report from a hill-rom technician stating the beds intellidrive was running in reverse. The bed was located at the account in ICU. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found beds intellidrive was running in reverse due to a defective right push handle. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the right push handle to resolve the issue. Based on this info, no further action is required.